Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported complaint related to the damaged guide wire identifier was confirmed. The guide wire identifier was torn at the proximal end for a length of 2.5mm, confirming the reported damage. The guide wire had several bends observed during analysis. It was reported that several stent delivery systems were advanced over the guide wire, prior to the damage being noted. There was no damage noted upon initial use and no damage noted to the guide wire during the inspection prior to use. It is likely that the multiple use and interactions with devices contributed to the guide wire identifier tearing. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product deficiency related to peeling guide wire identifiers was noted. Further assessment of this issue per site operating procedures was performed. Corrective and preventive actions to address this issue have been conducted and the performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mid circumflex artery. A balance middleweight (bmw) elite guide wire was advanced to the lesion and pre-dilatation was performed with a trek balloon catheter. While advancing a xience stent delivery system (sds) over the wire it was noticed the identifier on the proximal end of the bmw elite was tearing; however, four (4) xience sds's were advanced over the guide wire without resistance and implanted. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.